Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-542a-1595: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits mild char and signs of crystal deposits on surface, and indications of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Joules used: 52,181. Time expended: 13:18 minutes. The fiber tip (cap) was cleaned during the procedure. Total joules used: 276,712. Total time: 51:50 minutes

Manufacturer narrative:
(B)(4) forward firing of the side firing surgical fiber; a code request has been submitted.

Event description:
It was reported that during a prostate procedure "after 13 minutes of lasering fiber started flashing and became end firing." The fiber was exchanged and the procedure was completed. Patient outcome: "ok" reported.